Event description:
It was reported that pump experienced malfunction alarm identified in tandem source, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to stop using affected pump, and rely on new pump after set up.